Event description:
It was reported that during a biliary stent placement procedure, the stent was unable to deploy. It was noted that the pt had a "total biliary stricture in the common bile duct due to end stage "cholangio carcinoma." The cvd biliary 10mm x 80mm stent delivery system was advanced to the lesion. Upon attempting to deploy the stent, "the delivery mechanism did not function properly" and the stent was unable to be deployed. The stent delivery system was removed from the pt and an unspecified 60mm stent was used to successfully complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable". The physician attempted to deploy the stent outside of the pt, but was unsuccessful and noted that it was "as if [the stent] was stuck inside the catheter".